Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Force sensor bridge test error found in pump event history log. Occlusion and flow test was unable to duplicate the reported problem. The root cause of the reported issue was not able to be determined based on findings. Actions were taken to mitigate the reported issue: replaced plunger cable and battery. UDI information is unknown.

Event description:
It was reported that the device was presenting with system failure force sensor bridge test error. No patient injury was reported.